Event description:
The plaintiff's atty alleged that the patient experienced a cardiac arrhythmia, cardiac arrest & subsequently expired. The event is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment

Manufacturer narrative:
This is one event for the same patient involving two separate products. Add'l info has been requested & will be submitted upon receipt accordingly.